Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with manual peritoneal dialysis therapy. The cause of the peritonitis was unknown. Beginning on the day of onset and the same day as hospitalization began; the patient was treated with unknown antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. The cause of death was reported to be peritonitis and two additional unrelated indications. On the date of onset; the patient was hospitalized for the event, was hospitalized for twelve days, and then was discharged to home hospice care three days prior to death. The patient was not recovered from the peritonitis event prior to death. An autopsy was not performed. Peritoneal dialysis was reported to be ongoing during the hospitalization using an unknown modality, but three days prior to death, all peritoneal dialysis therapy was discontinued. Additional information was requested, but is not available at this time.